Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage at the wrist. The distal clevis ear was cut off to inspect the conductor wire and found the conductor wire broken at the weld causing the energy function to not work and thermal damage. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, the customer stated ¿power is broken¿ on the permanent cautery hook instrument. There was no report of fragment(s) falling into the patient, patient harm, adverse outcome or injury.